Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Applied medical has reviewed the details surrounding the reported event and related product. At this time, applied medical is unable to determine the cause of the reported event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This document represents our initial and final report.

Event description:
Procedure performed: colectomy. On the end of the procedure, after several activations, handel locked. No carbonisation, no sticking, surgeon felt than anything lock the handel. Jaw closed and surgeon must cut with bipolar and scissor around the jaw to release the tissue. Surgeon wanted return the instrument to applied medical, but the nurse put it in the bin. Note: lot number provided by tm in the cer-form does not belong to a eb010. It belongs to a kit which does not contain the eb010. Double checking with her/the hospital on the correct lot if possible. Additional information received from tm on december 6 that the correct lot is 1296603. Prior to the experience no visual or audible damage was observed. The experience was observed at the end of the procedure, more then 2 hours afterwards, there were more then 20 activations, however no precise of the exact number. The surgeon had to liberate the tissue with mono polar, bipolar and scissors since the jaws remained closed. Patient status: no patient injury or illness occurred associated with the complaint event.